Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had been experiencing a reduction of their overall health with intermittent dyspnea and weight loss since (B)(6) 2021. On (B)(6) 2022 the patient was re-admitted for medical optimization without success. The pump parameters were normal. A computerized tomography (CT) scan showed the beginnings of an obstruction in the outflow graft. A re-exploration was performed which revealed a jelly tissue formation in the bend relief. The obstruction was removed and the patient was transferred to the intensive care unit (ICU); the patient was stable and recovering. It was noted that the pump parameters slightly increased. There were no alarms for this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account provided scans of the outflow graft, which confirmed the presence of an extrinsic outflow graft obstruction. The controller event log file contained data on 31jan2022 spanning from 00:02:57 to 10:40:09, per the timestamp. Throughout the log file the device operated as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) contains the following information: section 1 outlines speed, power, flow, and pulsatility. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). This section also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 explains all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.